Event description:
Additional information received per the medical records indicate that the patient has a history of right leg deep vein thrombosis (dvt). The filter was deployed via the patient's right common femoral vein. It was placed just below the renal veins in a good position.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b3, b4, b5, b7, g3, g4, g7, h1 and h2. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting. The patient subsequently reported becoming aware of blood clots, clotting and or occlusion of the ivc approximately nine years and eight months post implant. The patient also reported anxiety related to the filter. Additional information received per the medical records indicate that the patient has a history of right leg deep vein thrombosis (dvt). The filter was placed via the right common femoral vein and deployed just below the renal veins in a good position. There is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombus within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. Without review of images the event could not be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting. The patient subsequently reported becoming aware of blood clots, clotting and or occlusion of the ivc approximately nine years and eight months post implant. The patient also reported anxiety related to the filter. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombus within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. Without review of images the event could not be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting. According to the information received in the patient profile form (ppf), the patient additionally reports blood clots, clotting and or occlusion of the ivc and further experienced anxiety related to the filter, becoming aware of the reported events approximately nine years and eight months after the filter implantation.